Event description:
The customer stated that he was hospitalized with a blood glucose reading of 28 mg/dl. The customer also stated that the insulin pump alarmed button error. Noting further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.